Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 400-500 mg/dl and insulin injections were used to address the bg level. The customer had changed the cartridge, infusion set tubing and site multiple times. The contact stated that the healthcare provider thought that the pump was malfunctioning. As an occlusion alarm was not occurring at the time tandem technical support was contacted, a system check was unable to be performed to determine a possible cause of the occlusions.